Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator graphic user interface (gui) generated an operation failure alarm. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the analog interface (ai) printed circuit board assembly (pcba), and the safety valve to resolve the issue.